Event description:
This case was reported by a consumer and described the occurrence of chemical burn on tongue in a (B)(6) female patient who received double salt denture cleanser (polident dentu creme toothpaste) for denture adhesion (this represents device misuse). A physician or other health care professional has not verified this report. On an unknown date, the patient misused double salt denture cleanser by using it as a denture adhesive (device misuse). At an unknown time after starting double salt denture cleanser, the patient experienced chemical burn on tongue, chemical burn on lip and chemical burn in mouth. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was discontinued. At the time of reporting, the outcome of the events was unknown. The adverse event of chemical burn in mouth was described as a chemical burn in the mouth on the side of the jaw area. The adverse event of chemical burn on tongue was described as feeling like it was on fire. The consumer reported the adverse event of device misuse as she accidentally used polident dentu-creme as an adhesive in the mouth.

Manufacturer narrative:
Polident is manufactured in (B)(4) in the united states. While the lot number is available, it is unknown whether the product will be returned for quality assurance testing. (B)(4).